Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient went to charge the ins and change the program from c to a stim shut off. The patient reported she had not done anything to shut it off. The patient stated the ins was charged between 60 and 70 percent. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient responded to a letter on 2019-mar-28 stating they were unsure of the cause of the stimulation shutting off, but they received a new 'remote' and has had no further issues. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.